Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 70 mg/dl. The customer resolved the issue and resumed insulin therapy prior to calling. Reportedly, the customer was using cold insulin, tandem technical support educated the customer that using cold insulin is considered off label per the tandem user guide.